Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. Technical services (ts) reviewed the device data and noted that this device delivered inappropriate anti-tachycardia pacing (atp) due to atrial driven arrhythmias. Device reprogramming recommendations were provided and implemented. Later information noted that the patient had subsequently received what were believed to be inappropriate shocks, and that the device had once again been reprogrammed. Ts was once again contacted as the patient experience pre-syncopal symptoms and it was believed that they were experiencing slow ventricular tachycardia (vt) below 140 bpm, at approximately 120 bpm. Further device reprogramming options were discussed. This device remains in service. No additional adverse patient effects were reported. Information was subsequently received that this device delivered multiple bursts of anti-tachycardia pacing (atp) and shocks in various episodes, including some resulting in therapy exhausting. The therapy was believed to be a result of atrial arrhythmias. Multiple reprogramming options were discussed due to the nature of the patient condition, and a possible ablation procedure was being discussed. Additionally one episode noted two undersensed atrial beats resulted in a treatment decision by the device, which appeared to have been undersensed due to a sudden change in amplitude.

Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. Technical services (ts) reviewed the device data and noted that this device delivered inappropriate anti-tachycardia pacing (atp) due to atrial driven arrhythmias. Device reprogramming recommendations were provided and implemented. Later information noted that the patient had subsequently received what were believed to be inappropriate shocks, and that the device had once again been reprogrammed. Ts was once again contacted as the patient experience pre-syncopal symptoms and it was believed that they were experiencing slow ventricular tachycardia (vt) below 140 bpm, at approximately 120 bpm. Further device reprogramming options were discussed. This device remains in service. No additional adverse patient effects were reported.